Event description:
Customer reported to beckman coulter, inc (bec) that there was a leak coming from the needle of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found pinch valve 13 was not working properly. The fse replaced pinch valve 13 and the actuator.

Manufacturer narrative:
(B)(4).